Manufacturer narrative:
A2: age at time of event: 55 (units not reported). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set line was broken damaged: described as "line of line damaged". This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.

Manufacturer narrative:
Correction d4: lot # and h4. D4: remove brk from the lot number as initially reported. The correct lot # is h23h28056. H4: add: device manufacturer date (previously omitted). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, b7: other relevant history, h6 and h11. B5: it was reported that the twist clamp of the minicap transfer set was damaged; further described as the transfer line valve was broken. The patient was treated with cirpofloxacin 250 mg every twelve for ten days. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.